Manufacturer narrative:
The fse confirmed the customer¿s reported problem. There were several 1122 error codes found within the device history log. During the repair the motor control board was found to be faulty. This was replaced as well as the blower. The device is now fully operational. The customer did not provide any further patient information. Date received by MFR: 02/17/2016.

Manufacturer narrative:
Date rcvd by MFR: 17feb2016. Clarification was received on 17feb2016 indicating there was no patient involvement during the reported difficulty.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the blower temperature was high during patient use. There was patient involvement but no reported harm.